Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient's implanted infusion pump containing morphine (10mg/ml at an unknown dose). The indications for use included non-malignant pain and failed back surgery syndrome. On (B)(6) 2017, it was reported that in (B)(6) 2016, a volume discrepancy occurred. The volumes were unknown, but the discrepancy was noted to be about 10ml. The patient's pain had migrated, and the pump and catheter were replaced. The new catheter was placed higher in the cervical spine.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-feb-06. The initial reporter was provided, and it was reported that the healthcare provider (hcp) performed a refill earlier in the week of the pump/catheter replacement and noticed the volume was off. The catheter replacement was already scheduled, so the hcp decided to replace the pump as well. The patient did not report any symptoms to the hcp.